Event description:
It was reported that the neurologist¿s handheld device was not working. The handheld was frozen on the ¿database utilities¿ screen. When a hard reset was performed, the main menu appeared briefly until suddenly the ¿start interrogation¿ screen appeared. The handheld¿s screen was suspected to be defective. The handheld device has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the handheld was completed on 08/26/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 08/26/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.